Event description:
The customer was hospitalized with high bgs. The customer stated that the doctor downloaded the pump info and the link meter and found strange info about their boluses. The customer's doctor is concerned that something is wrong with the pump. A replacement pump was requested.